Manufacturer narrative:
Unit was received with no act button response due to corroded keypad traces. No button error alarm noted. No vibrating or unexpected audio/beep anomaly noted. Unable to perform rewind and basic occlusion,occlusion, prime/a33, the excessive no delivery and displacement test due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 361 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.